Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 138 mg/dl. The customer did not follow the on-screen instructions before the alarm occurred. Reportedly, the customer is new to the pump. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.